Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of occlusion, vascular dissection, hematoma and pain are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Vista nova study (B)(4). It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly post procedure, there was a left femoral artery occlusion and dissection requiring angioplasty and a covered stent, resolved with good flow to the limb. There was no reported clinically significant delay in the procedure or therapy. Two days post procedure, bruising was noted on the left groin and the patient complained of left groin pain on movement, medication was administered. Three days post procedure an access site hematoma was noted and was treated with medication. The patient is in stable condition. No additional information was provided.